Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. Fluoroscopy was performed which confirmed arteriotomy placement was in the common femoral artery. The device was inserted at a 45-degree angle wtihout difficulty. Good marketing was obtained. The foot was deployed and apposed to the arterial wall. The plunger was deployed and the needle to cuff capture was achieved. The physician retrieved the needles and attempted to remove the device. It was reported that the device "would not come out". The physician manipulated the device in an attempt to remove it when the device "broke in half." The patient was taken to surgery for device removal. The surgeon reported that the guidewire was inside the device. The suture was reported to be "wrapped around" the guidewire. The patient remained in the hospital one extra day and was reported to do "fine" postoperatively. The patient was discharged without adverse sequelae.